Event description:
Info was rec'd that reported, a pt was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report, the pt began experiencing elevated blood glucose and diabetic ketoacidosis. She was brought to the hosp with a blood glucose >500 mg/dl. She was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.